Event description:
As reported by our field clinical specialist approximately 3 years and 11 months post transfemoral transcatheter aortic valve replacement with a 20mm sapien 3 ultra valve the valve failed due to aortic stenosis. A valve in valve procedure is planned.

Manufacturer narrative:
The investigation is ongoing.